Manufacturer narrative:
(B)(4). Incorrect prep; failure to submerge balloon to activate coating. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The nc trek coronary dilatation catheters (cdc) instruction for use specifies to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. The investigation was unable to determine a conclusive cause for the reported deflation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during device preparation, the nc trek balloon dilatation catheter (bdc) was not submerged to activate coating as required per instructions for use (IFU). During post-dilatation of 3 xience alpine stents implanted in the right coronary artery (rca), the bdc failed to deflate. A balance middleweight (bmw) guide wire was used to puncture the balloon and achieve deflation. The device was successfully removed from the vessel without reported issue. A non-abbott balloon was used for additional post-dilatation of the stents. It was noted that the patient immediately felt better post procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.